Event description:
Customer indicated that the screw fractured, and it will be removed next week. No injury to patient reported.

Manufacturer narrative:
One certain gold-tite hexed screw, (iunihg) and one unknown biomet implant were reported but not returned for investigation. Therefore, visual/physical evaluation could not be performed. The investigation was completed using applicable instructions for use, risk files and other available information. This investigation addresses the hexed screw, iunihg. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: functional: fracture: screw). The customer did not submit images for the reported event. Appropriate documentation was reviewed. Based on the investigation, IFU, and risk management file review, the most likely root cause determined from the investigation was customer error (excessive torque applied). Therefore, based on the available information, device malfunction and the reported event could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "yes" to "no". H6: entered evaluation codes. H3 other text : device was not returned.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the screw fractured, and it will be removed next week. No injury to patient reported.